Event description:
Event description boston scientific received information that ecgs from this pacing system exhibited pacing inhibition and the patient's heart rate was at 38bpm. Additionally, impedance measurements were 2500 ohms. An x-ray revealed a lead fracture located in the clavicle first-rib area. Therefore, the lead was removed from service and replaced. The decision was made to explant this pacemaker during this same procedure as it is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor. A new pacemaker was implanted without further incident.